Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review, a correction was noted on 11/25/2020 as the following was omitted from the 3500a initial report, ¿pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿ therefore, added under ¿h6. Type of investigation¿ the code of ¿type of investigation not yet determined¿. In addition, correction to ¿h6. Investigation findings¿ and ¿h6. Investigation conclusions¿.

Manufacturer narrative:
H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  The photograph investigation was completed on (B)(6) 2020. It was reported that a patient underwent a pulmonary vein isolation + atrial tachycardia (pvi+at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure, after the physician pulled out the catheters (pentaray catheter and thermocool® smart touch® sf bi-directional navigation catheter) and the patient was being monitored post-procedure, the staff noticed a significant drop in blood pressure. Cardiac tamponade was confirmed by echography. Pericardiocentesis was performed to aspirate the blood from the pericardial space. The patient was stabilized and was put under observation. Prolonged hospitalization was required. Patient had fully recovered from the event. According to the pictures provided by the customer, there was a picture showing ablation and impedance settings. The photo does not provide sufficient information related to the reported event and therefore, no result can be obtained from it. A manufacturing record evaluation was performed for the finished, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. However, the device has not been returned for analysis. Therefore, it is not possible to determine the root cause of the failure. If the device is received in the future, the product investigation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). Component code of ¿appropriate term/code not available" represents "no findings available." The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30407360l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation + atrial tachycardia (pvi+at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure, after the physician pulled out the catheters (pentaray catheter and thermocool® smart touch® sf bi-directional navigation catheter) and the patient was being monitored post-procedure, the staff noticed a significant drop in blood pressure. Cardiac tamponade was confirmed by echography. Pericardiocentesis was performed to aspirate the blood from the pericardial space. The patient was stabilized and was put under observation. Prolonged hospitalization was required. Patient had fully recovered from the event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. The physician believes tamponade occurred due to a very difficult transseptal puncture and not due to the biosense webster, inc. Products. During the whole procedure/ablation, there were no signs/indication of possible pericardial effusion. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were maximum distance change 3mm and minimum time: 3s. The additional filters used were -respiration adjustment, force over time: 25% and minimum force: 3g. Tag index was used as coloring option. There was no evidence of steam pop during the ablation. No biosense webster, inc. Product malfunctions nor error messages were reported.